Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed failed battery tests on an ongoing basis for about 2 months. The caller did not know the blood glucose reading. The customer's mother stated that the insulin pump had had reduced battery life of 24 to 48 hours, as well. The caller stated that the battery indicator showed 1 bar when the most recent battery change had been 2 days prior to the call. The caller stated that the customer had not used rechargeable batteries, did not perform excessive button pressing, and had not used the backlight frequently. The caller was advised to clean the battery cap with a dry cotton swab. The caller noted that the customer had not been using the recommended brand of batteries in the insulin pump. The caller was advised that a replacement battery cap would be sent. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan if necessary.